Manufacturer narrative:
User was current with active system use at the time of complaint review. Based on the available information, the event was not related to the device thus does not require further investigation.

Event description:
On (B)(6) 2026, the user reported presenting to the emergency room due to a suspected heart attack at approximately 10:00 am. At the time of initial contact, the user stated that diagnostic testing was still in progress and no diagnosis had been provided. The user reported feeling well during follow-up communication.